Event description:
Reporting status: serious injury. Reporting rationale: deployment of stent resulted in plaque shift, requiring additional stenting. Device issue: no device malfunction has been reported. It was reported that the 3.5 x 12 mm xience v was deployed in the proximal lcx. This deployment caused the plaque to prolapse. An attempt was made to deploy a 3.0 x 12 mm xience v as an overlap to treat the plaque prolapse, but the 3.0 x 12 mm xience v met friction when attempting to go through the deployed stent, and the stent delivery system (sds) could not advance or be removed. The sds had to slowly be retracted without deploying the stent. Once removed, it was noticed that the stent struts were out of place and the physician noted that it was unlikely for the stent in crimped state (3.0 x 12) could have brushed against the deployed stent (3.5 x 12). The physician was unsure if the struts were out of place originally during preparation. A 3.0 x 15 mm xience v was successfully deployed. No add'l event or pt info is available.